Event description:
It was reported that the surgeon was using a twinfix anchor for a quads repair and on pulling the needles off the protective covers they sit in, the needles came apart from the suture. The doctor had to complete the operation with a competitor device. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.